Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. Reportedly, the contact did not know how the touchscreen cracked. It was indicated that the pump was functional and the customer would continue to use it for insulin therapy. There was no reported impact to customer's blood glucose level.